Event description:
It was initially reported that the lasso loop was distorted. The catheter was withdrawn without difficulty and the procedure was completed with no patient consequence. This event was determined to be not-reportable by the medical safety officer on (B)(4) 2013 prior to the review of lab findings. On (B)(4) 2013 the device was evaluated by the lab and there was ring damage noted on two rings. The damage on the rings created sharp edges. This information was reviewed after the event was determined to be not-reportable by medical safety. The reportability was then updated to reflect a reportable malfunction due to the risk of patient injury and the awareness date was reset to (B)(4) 2013 based on the date that the lab findings were discovered.

Manufacturer narrative:
The device analysis is currently being conducted. Device evaluation results will be submitted in a supplemental report upon analysis completion. (B)(4).